Manufacturer narrative:
Integra has completed their internal investigation on september 26, 2017. Results: evaluation of returned device; part is checked according to current inspection specification. Internal diamond shape is checked with a go / no go cylindrical pin. The go pin does not go thought the internal shape. Part is found out of specification. Supplier that manufactured this lot is not an approved supplier anymore. Manufacturing of the parts were done in july 1999 and this is the first customer complaint recorded for this lot. A review of the inventory shows that no unit from this lot is currently in inventory. DHR review; no anomaly was found. Complaints history; this is the first incident reported to newdeal about improper shape of uni-clip® staples for the past two years. (B)(4). A review of non-conformance and concession requests records was performed for the last two years. No record is found regarding issue about diamond shape of the uni-clip® staples or spreading forceps p/n 119311nd. Conclusion: following the results of the investigation and inspection of the returned product, the root cause is an improper dimension of the internal diamond shape.

Event description:
It was reported that during a forefoot osteotomy, the surgeon noticed that uni-clips had different internal ¿diamond¿ shapes. Uni-clip spreading forceps could not fit in some of the staples. Only appeared to be a difference with the size. The staples were applied by hand and the surgery was completed with no negative outcome for the patient with only few minutes delay.